Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was related that the customer's blood glucose (bg) was 613 mg/dl; cause was not known. Cartridge and infusion set were changed. Bolus was delivered. Bg did not lower. Customer was admitted to the hospital and treated with insulin drip. Elevated bg resolved. Customer had not yet been discharged at the time of report. Customer's healthcare provider requested the customer change the carbohydrate ratio pump setting due to elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.